Event description:
It was reported a 6f sts plus angio-seal vascular closure device was used to seal the arteriobomy site post diagnostic heart catheterization.t he angio-seal was deployed and hemostasis ahieved. The pt complained of pain one hr post procedure. The pt was discharged. Ten days later, the pt returned to the cardiologist with right leg claudication and decreased distal pulses. Four days later, an ultrasound revealed a total occlusion of the hight superficial femoral artery (sfa). An angiogram confirmed the occlusion. Atherectomy was performed and flow restored to the right sfa. Two days post atherectomy, the pt lost pulses and underwent surgical revascularization of the right femoral artery (rfa). The user reported upon looking back at pre-deployment angiogram, severe peripheral vascular disease was noted at the sheath insertion site.